Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that a lead impedance out of range alert had occurred due to the right ventricular (rv) defibrillation coil impedance reading beyond the expected upper range. Analysis of the device memory also indicated that the superior vena cava (svc) defibrillation coil impedance was reading beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device was returned and analyzed with no anomalies found. The set screw was noted to be in the connector bore. (B)(4).

Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD) replacement procedure the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedance readings when the new device was connected to the lead. The rv coil impedance was within the normal range. The lead was disconnected and then reconnected to the device and all lead parameters were fine so the patient was closed up and released. The patient presented to the hospital two days later due to her device alarming. Interrogation of the device showed lead impedance readings were out of range high. The device was deactivated and the patient was admitted to the hospital. Manipulation of the pocket under fluoroscopy showed that the rv lead connector pin was not secure in the header. The pocket was opened and the lead was checked with the pacing system analyzer (psa). All parameters looked okay. The medical providers elected to replace the device as the patient was quite frail and they wanted to avoid the risk of another invasive procedure if the issue were to occur again. No patient complications have been reported as a result of this event.